Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer pocket was failed to lock and not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pockets had failed to lock. A field service engineer (fse) found pockets were not registering closed. Cleaned contacts, secured connections, and tightened hard stops. Fse found row board b error during hardware test application testing, reseated bus cable and system tested good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer pocket was failed to lock and not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.